Event description:
A review of service data detected a reportable event. During servicing of battery pack (B) (4), which was returned for routine maintenance, it was discovered that the battery pack would not charge. The last patient to use this battery pack did not experience any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. Battery pack (B) (4) was tested and found to have a defective u1 supervisory ic chip. The u1 supervisory ic looks to have been incorrectly soldered to the circuit board during manufacturing. The battery was repaired, retested and restocked. No adverse event resulted from the faulty battery pack. The last patient to use this battery pack did not report any problems.